Event description:
A report was received that the pt was experiencing muscle spasms and pinching sensations after falling on her ipg. The physician believes that the pt might have disturbed the scar tissue at the ipg site. The pt will continue the pain regime and was prescribed muscle relaxers for the spasms. The pt was reportedly doing well.

Manufacturer narrative:
This is the final report.